Manufacturer narrative:
The device log file provided basis for the investigation. The evaluation of the logged entries confirmed the reported device failure alarm (12) and indicated a ventilation reboot on (B)(6) 2017 at 10:51 am caused by a malfunction of the pba m4.1. The device reacted as specified by detecting the failure, alerting the user with an alarm according to iec (B)(4) and initiating a reboot in an attempt to solve the issue. During the reboot the emergency-breathing valve opens allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. The replacement of pba m4.1 has solved the issue.

Event description:
It was reported that a device failed alarm (12) was generated while on patient. No patient injury.